Manufacturer narrative:
No product was returned for dimensional and visual review therefore no review was conducted. No other product from this lot was available to pull and assess. Periphery systems reviewed and found to meet specifications. Product code 129433140, work order (B)(4) was manufactured on 26th oct 2006. The 20 parts were manufactured per specification and all raw materials met specification. Product code 960102, work order (B)(4) was manufactured on 12th jan 2007. The 30 parts were manufactured per specification and all raw materials met specification. (B)(4) is associated with this lot however, there is no correlation with the failure mode. Due to no similar failures found in the DHR review, inability to confirm failure mode due to no product returned or reviewed and no other product available from lot to review and no similar complaints within a 61-month period, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient had undergone arthroscopic removal of cartilage tissue from superior pole of patella for crepitus. The devices remain implanted.